Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated prolactin results on the architect i2000sr analyzer. The following data was provided: initial 1,020 miu/l, repeated 300 miu/l on another method. The sample was retested 1,062.96 miu/l, 1,212.12 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. The gold standard process used to determine if macroprolactin is present in a patient sample is to perform size-exclusion chromatography, and then test the fractions for the presence of prolactin. An alternate method of detecting macroprolactin is to use polyethylene glycol (peg) to selectively precipitate the higher molecular weight macroprolactin and compare the results of the supernatant to those from the unprecipitated sample. Significant under-recovery (less than 40 percent) of the supernatant indicates significant macroprolactin is present. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.